Event description:
It was reported the video system center experienced a front panel lighting failure, where the exam light stayed on and could not be turned off despite multiple power cycles and attempts to remove the keyboard. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.